Event description:
It was initially reported that a patient was to have the generator pocket revised but the reason was unknown. It was later reported, the generator was explanted due to a lack of efficacy. The device was said to have been disabled for years due to the aforementioned lack of efficacy. A review of the device diagnostic history revealed that high impedance was present approximately 7 months after implant thus explaining the lack of efficacy (no therapy being supplied to the patient).

Manufacturer narrative:
Analysis of programming and device diagnostic history performed. Device failure is suspected but did not cause or contribute to a death or serious injury.